Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ siphon guard. The siphon guard was hydrated for about 40 hours. The siphon guard was visually inspected: no defects were noted. The siphon guard was flushed the flow was fast, no occlusion was noted. The siphon guard was tested per IFU; the siphon guard failed the test. The catheter covering the siphon guard was removed, it was noted that the ruby ball was missing. The siphon guard was review with the engineering department and the manufacturing department. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined for the problem reported by the customer as no occlusion was found. The root cause of the missing ruby ball could not be determined; the personnel for the manufacturing department were informed of this issue. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted via v-p shunt to a (B)(6) female with a brain tumor (same case as (B)(4)). The initial pressure setting was 140mmh2o. In (B)(6) 2016, the patient was taken to the hospital due to headache and vomiting. Since underdrainage was noted by CT scan, the surgeon suspected occlusion and replaced only the siphon guard with miethke shunt assistant on (B)(6) 2016. The pressure setting at the removal was 140mmh2o. The patient's condition improved after the revision and she was discharged at the beginning of may . According to the surgeon, this is the second case of the siphon guard occlusion on this patient, so he used the shunt assistant which has a simple structure compared to the siphon guard with two channels that could cause occlusion.